Event description:
It was reported that during a da vinci-assisted prostatectomy simple surgical procedure, the customer faced a recoverable fault. The customer stated that they could recover it and the surgery was ongoing. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and could see an error 25734 pointing to universal surgical manipulator (usm) 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulators (usm) to resolve the issue. The system was tested and verified as ready for use. The usm is expected to be returned for analysis, but it has not yet been received. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when the item has been received and failure analysis has completed their investigation. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance investigation revealed error 25734 that may have been related to the system complaint. Additional log reviews confirmed that system sl0582 was used on (B)(6)2022 for a radical prostatectomy with lymphadenectomy procedure. This complaint is considered a reportable event due to the following conclusion: the universal surgical manipulator (usm) was replaced after the completion of a surgical procedure due to repeated errors on usm 3. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint via procedure logs. The usm was tested on in-house system in normal mode with no triggered errors. The usm was also tested on an in-house system where the fiber test, direction test, sine cycle all passed.